Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in the 40's (mg/dl). Reportedly, the customer delivered a food bolus before a meal, but does not eat the amount of carbohydrates to cover for the requested bolus. The customer disconnected from the pump and consumed carbohydrates to treat the low bg level. Recommendation was made to consult with health care provider regarding diabetes management.